Event description:
It was reported that the injector did not insert the lens correctly, resulting in marks on the lens, as evidenced by accompanying photos and a video. The patient was stable during the initial postoperative period. Physician will continue to monitor the patient to assess any potential impact on the patient's visual outcome. Through follow-up, we learned, that when trying to inject the lens, it did not progress. It was then necessary to open the cartridge and introduce the lens in another injector. Customer suspects that there was an issue in the ¿handle¿ that pushes the lens, as it was crooked. There are no plans to explant the lens, as the defect in the lens was in the mid-periphery and did not affect the axis. It is not affecting the patient's vision. No further information was provided.

Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown, as information was requested but not provided. Section d6b - explant date: not applicable, lens remains implanted, therefore not explanted. Section e1 - telephone number:(B)(6) section h3: the intraocular lens (iol) was not returned for evaluation as remains implanted. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record and complaint trending for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the photographs and a video provided by the customer were evaluated. The photographs show the suspected device with the lens module removed from the handpiece. The lens module was observed to be dissembled with the cartridge detached. Both, the video and pictures showed a pseudophakic eye claimed to be implanted with a tecnis eyehance iol preloaded in the simplicity delivery system, model dib00. A crack like mark can be observed.the crack extends from lens edge through lens mid periphery. Per the mark location, a low probability to impact patient visual function is expected in the event the lens remains implanted; however, the definitive clinical impact cannot be determined from a photograph assessment. The root cause of the incident cannot be determined from a picture assessment. No further evaluation could be performed because the device was not received. The complaint issue "delivery issues" was not identified. The complaint issue "lens damaged" was identified; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Therefore, there is no indication of a product deficiency or product malfunction. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were found. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.